Event description:
It was reported that the left ventricular lead had high threshold. The device was also noted to have reached elective replacement indicator early. The lead was removed and not replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2013. (B)(4).